Event description:
Phillips respironics recall CPAP machine. My CPAP machine was recalled by philips. I had to purchase a new one immediately because of my sleep apnea (must use every day). Only now are they offering a replacement (over 2 years later). I don't want a replacement device. I want reimbursement for the machine I had to purchase. I have receipts and my doctor's notes. They tell me that my recalled device is not eligible for reimbursement - I had a dreamstation 1.